Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that the threads that tighten the knob on the guide are stripping off and the knob can no longer be adjusted. This did not occur during surgery.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as visual examination showed the tines are bend and it shows signs of repeated use. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.